Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of closure during a maxillofacial surgery, two suture threads broke. It was also reported that it had no tensile strength and easily burst apart. Another suture was used to complete the case. There was no patient injury.